Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent an unknown general procedure on (B)(6) 2019 and suture was used. The needle pull off the suture during use. Another device was used to complete the procedure. There was no adverse patient consequence reported. No additional information could be provided.